Manufacturer narrative:
The service actions performed by the engineer (replacing of the syringe) resolved the issue. The cause of the event was consistent with a maintenance issue (related to the condition of the syringe).

Event description:
We received an allegation about discrepant results for 1 patient sample tested with elecsys troponin t (tnt) hs stat assay on a cobas 6000 e601 module. Initial result: 58.21 pg/ml (tested on a cobas 6000 cell 1). The physician questioned the initial result, and the sample was repeated on (B)(6) -2025. 1st repeat result: 27.72 pg/ml (tested on a cobas 6000 cell 1). 2nd repeat result: 14.44 pg/ml (tested on a cobas 6000 cell 1). 3rd repeat result: 17.8 pg/ml (tested on a cobas 8000). 4th repeat result: 17.9 pg/ml (tested on a cobas 6000 cell 2). The repeat result of 17.9 pg/ml matched the patient's clinical history.

Manufacturer narrative:
The tnths stat reagent lot number was 802247 with an expiration date of 31-oct-2025. The calibration was last performed on 08-apr-2025, and it was acceptable. The qc was within range before the sample measurement. On 29-may-2025, the field service engineer changed and adjusted the syringe block and all pipettes. Precision studies were performed, and they were within specifications. The investigation is ongoing.